Event description:
Allegedy one hip underwent femoral revision for a periprothetic fracture.

Manufacturer narrative:
Investigation is not complete. This report will be amended whent the investigation is complete. This is the same event as 3003379990-2006-00038, 00040.